Event description:
Device 4 of 4. Reference MFR reports: 1627487-2013-02040, 02041 and 02042. The patient received four percutaneous leads (from two separate lots) and two extensions (from the same lot) as part of her scs system. It was reported the patient's entire scs system was removed in 2012. The patient allegedly was reimplanted at a later date and informed the sjm representative at that time. The reason for explant and explant date are currently unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.